Manufacturer narrative:
The customer reported an infection. No additional details are available related to the customer reported issue. Despite multiple good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. The sample was requested to be returned for evaluation. No additional information is available. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Reported infection due to sterilization indicator

Manufacturer narrative:
Corrected product information to mds200600.

Manufacturer narrative:
Updated with information gathered due to sample being returned. Lot number and sample information was updated.